Event description:
The rep is reporting that during a shoulder procedure, two expressew needles were broken. One of the needles fell into the pt but was retrieved. To complete the case, the surgeon used a competitor's device with no further incident or harm to the pt.

Manufacturer narrative:
The product was discarded by the complaint facility and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and consideration, no conclusions can be drawn. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report.